Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that she experienced no delivery issues due to bent infusion set cannulas. The patient's blood glucose had increased to 550 mg/dl at one point. The patient had an infection and ketones. Troubleshooting was declined for the insulin pump. The insulin pump was not returned for analysis.